Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the ultra fast-fix could not be secured. It is unknown how the procedure was completed and if there was a delay. No patient injury or other complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the customer provided images revealed the suture is detached from the needle and the actuator has been fully triggered. No physical damage visible to the device. The image also confirms the reported batch number and product number. A visual inspection revealed the device was outside of original packaging. The t1 anchor was not returned with the device. The suture and t2 anchor were returned. The suture knot was tightened down to the t2 anchor and the t2 anchor was fractured at both the distal tip and the proximal tip of the anchor. Clean fractures as if cut. The suture appeared cut from location of t1 anchor. No physical damage visible to the handheld device. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A functional evaluation revealed the actuator tip and actuator functioned as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. Internal complaint reference: case-(B)(4).